Manufacturer narrative:
Product complaint # (B)(4). (B)(4) - incomplete the expiration date is currently unavailable.

Event description:
It was reported that the 1st implant from truespan gun was deployed through the meniscus tissue but did not deploy properly and pulled back through the tissue into the joint. The trigger was fully squeezed and audible click was heard. A new truespan gun was opened and the repair was successful. No patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices with the product code that were released to distribution. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that the 1st implant from truespan gun was deployed through the meniscus tissue but did not deploy properly and pulled back through the tissue into the joint. The trigger was fully squeezed and audible click was heard. A new truespan gun was opened and the repair was successful. No patient consequences. Additional information was received by the sales representative on may 09th, 2018. The reporter stated there was a two minute delay to the surgical procedure. It was reported that the same portal was used to complete the surgical procedure. The reporter stated that the everything was removed from the patient, and moderate force was needed to pull the anchor out. No inserter or cannula was used for the meniscal repair. The surgeon did not grasp the suture during insertion. The reporter stated that proper forward pressure was applied when driving the anchor in.